Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked case near display window corner during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. There was no motor error alarm on the device. However, the motor failed the motor testing due to out of phase motor encoder signal. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 50 mg/dl. Customer has been on manual injections with lantus. Customer advised every day for a 2 week period their blood glucose level was lower than 50 mg/dl. Customer advised the insulin pump was exposed to an MRI and body scanner. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.